Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned part was confirmed based on the catalog # and the lot # marked. The reamer is severely bent in the flexible part near the shaft. This led to severe overloading of the reamer and deformation. As no guide wire was used according to the report, the root cause was attributed to a user-related problem. Reference to this in: bixcut instructions for use l22000065 rev ab, 06-2022: 7 warnings and precautions: 7.2 intra-operative. Caution: "always perform intramedullary reaming over a k-wire to prevent the reamer from drifting uncontrollably." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the tha surgery on (B)(6) 2025, a 9mm flexible reamer was used to ream the femoral medullary cavity. Due to the narrow medullary cavity, the reamer was used without a guide wire. Because of the narrow medullary cavity, stress was placed on the instrument during reaming, causing it to break (bend). No instrument parts remained inside the patient due to the breakage. The surgery concluded without issues, and we have been informed that no health complications have been reported to date."

Event description:
As reported: "during the tha surgery on (B)(6) 2025, a 9mm flexible reamer was used to ream the femoral medullary cavity. Due to the narrow medullary cavity, the reamer was used without a guide wire. Because of the narrow medullary cavity, stress was placed on the instrument during reaming, causing it to break (bend). No instrument parts remained inside the patient due to the breakage. The surgery concluded without issues, and we have been informed that no health complications have been reported to date."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.